Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation, a shaft fracture occurred. The physician had removed the ultra thin (B)(4) from its packaging and, while placing the device on the table, the catheter's tip, including the balloon, had broken off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation, a shaft fracture occurred. The physician had removed the ultra-thin sds 10-6/5.8/75mm from its packaging and, while placing the device on the table, the catheter's tip, including the balloon, had broken off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that the shaft had broken. The distal portion of the shaft with the balloon attached was returned. A visual and tactile examination of the shaft of the device found no signs of tensile stretching. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).